Event description:
The user placed other manufacturer's stent in the right hepatic duct first. Then he advanced zilver 635 biliary self expanding metal stent to the left intrahepatic bile duct through the cell of the stent previously placed. The stent was placed without problem, however, the inner catheter tip separated without any resistance during retraction of the delivery system into the endoscope. The separated inner catheter tip dropped in the bile duct, and it was retrieved from the patient using a snare and the procedure was completed. The patient did not experienced any adverse effects due to this occurrence.

Manufacturer narrative:
There was no zilbs-635-8-6, device of lot c847625, in stock at the time of the investigation, 1 x zilbs-635-8-6, device of lot c847625, was returned for evaluation. It was returned in its original packaging and was opened on receipt. The complaint information stated that user of the device had the following issue: "the user placed other manufacturer's stent in the right hepatic duct first. Then he advanced zilver 635 biliary self expanding metal stent to the left intrahepatic bile duct through the cell of the stent previously placed. The stent was placed without problem, however, the inner catheter tip separated without any resistance during retraction of the delivery system into the endoscope. The separated inner catheter tip dropped in the bile duct, and it was retrieved from the patient using a snare and the procedure was completed." On evaluation of the returned device, it was confirmed that the peek broke proximal to the green pusher ring. The break was clean on one side and pulled on the other. Uv glue was present on the peek. There were several kinks noted along the peek. There was no damage noted to the tip apart from the severe kink behind the tip. The customer complaint could be confirmed as the inner catheter had broken off proximal to the green pusher ring. Comments received from the relevant engineer at cirl regard this complaint on review of the instructions for use; IFU was as follows "as per the instructions four use, IFU "warnings section" the user is advised of the following "the stent is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove the introducer." As per the instructions for use step 7, the user is advised of the following: "while maintaining wire guide position, carefully remove delivery system from within expanded stent, and from endoscope. Note: it is recommended to re-advance the outer sheath to its pre-deployment position prior to removing the system..." "Neither of these was adhered to in this complaint." Comments from the physician are as follows: "I understood how to use the product and the tip could have been caught in the stent previously placed. The delivery system may have a problem." Deploying a stent through the wall of another stent or not resheathing the introducer as outlined in the IFU prior to removal can potentially lead to snagging of the introducer as it is being removed. This will potentially place a larger than expected load on the inner catheter. It is possible that not completing these steps as per the IFU is a contributing factor. As actual use conditions cannot be replicated in the laboratory, we are unable to conclusively determine the cause of this complaint. The component involved in this complaint for lot c847625 is (B)(4) (zilbs peek and pusher ring assembly) of lots # ch847300 and ch847301. A review of the qc records for component lot number ch847300 and ch847301 did not reveal any discrepancies which could have contributed to this complaint issue. Prior to distribution all zilbs-635-8-6 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for lot number c847625 revealed no discrepancies that could have caused the complaint issue. A two year review of the complaints history for zilbs-635-8-6 devices revealed no other complaint in relation to this issue. This therefore, represents an isolated incidence for the rpn over this time frame. No corrective action is warranted at this time. There were no adverse effects to the patient. The separated inner catheter tip was retrieved from the patient using a snare and the procedure was completed." Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.